Event description:
The customer tested her blood glucose and received a reading of 561 mg/dl using her contour meter. The customer's glucose was retested using another meter and that reading was 259 mg/dl. The difference between the readings fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer's doctor disposed of her contour meter, so troubleshooting was not possible. No product will be returned. A replacement breeze2 meter was sent to the customer.

Manufacturer narrative:
The customer was unable to provide the meter serial number, so it was not possible to determine the manufacture date.